Manufacturer narrative:
The unit was received with minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had cracks near its battery compartment. No further details were provided. The insulin pump was returned and replaced.